Event description:
It was reported that that patient underwent an anterior and posterior repair in 2004. The right side of the recto/serosa muscularis was perforated. The mucosa was intact. The area was oversewn and antibiotics prescribed.